Event description:
Customer reported that she had high blood glucose last night. Her blood glucose last night was 256 mg/dl. Customer's blood glucose was out of her target range all night and her device kept alarming. She gave herself bolus deliveries, causing her to go low. She stated she took some glucose tablets to balance out her blood glucose. Customer's current blood glucose is 165 mg/dl. She stated she is going to review her carelink data and speak with her diabetes educator shortly she declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).